Event description:
I acquired a covid pcr and rapid test at (B)(6), both negative, which took over 24 hours. I also acquired one with community hospital (B)(6), positive, which only took 1 hour. I am not happy with (B)(6). This was a serious test as it involved my family and needing my help. I did not feel well but their tests failed. I've heard this has happened and also know someone who works there and takes a rapid test daily that have been negative like mine, but this person has symptoms, a family member of this person has covid and this person has continued to work. This is wrong. This person should not be working and if so should be taking pcr tests. I was around this person and I believe I contracted it from them. (B)(6) is known for their negative results. It's ridiculous. I don't care if one is vaccinated or not. This person should not be working if they have symptoms and another family has covid. This is a serious matter that needs attention. FDA safety report ID# (B)(4).